Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient coded, and the leads were attempted and not used. It was noted the during the positioning of the left ventricular (lv) lead, the patient's rhythm changed to ventricular fibrillation. The right ventricular lead had already been placed in the rv apex. The patient died due to incessant ventricular fibrillation of unknown cause. The physician noted that the patient had an anomalous right coronary artery, but it was unclear if this played a role in the rhythm disturbance.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.